Manufacturer narrative:
Device used for treatment, not for diagnosis. Nijs, s., et al. (2013) proximal humerus fractures: intramedullary nailing. Techniques in orthopaedics, volume 28(4). This report is for unknown screw, unknown quantity, unknown lot. (B)(4). The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Literature article received: this report is being filed after the subsequent review of the following literature article: nijs, s., et al. (2013) proximal humerus fractures: intramedullary nailing. Techniques in orthopaedics, volume 28(4). In this prospective study, 34 patients aged 60 or older, were treated for proximal humerus fractures by third-generation intramedullary (im) nailing (multiloc; depuy-synthes). The series consist of 10 male and 24 female patients with a mean age of 75 years. This is report 2 of 2 for (B)(4). This report is for unknown screws and refers to the following: 2 patients experienced screw perforation, which resulted in pain and required surgery to remove the screws, 1 patient experienced screw migration, which required surgery for screw removal, and 1 patient experienced screw perforation and required surgery for screw removal.